Manufacturer narrative:
Product ID: 3889-28, lot# 0215058927, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# 0215058927, product type: lead; product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported a curved stylet broke upon placing it within the lead. Factors that may have led or contributed to the issue remain nil. It was reported that it broke so they swapped it out for a new lead. Interventions included that it was swapped for a new lead. There was a report that no surgical intervention occurred or was planned and the issue was resolved at the time of the report. No further complications were reported/anticipated. No new information was reported.

Manufacturer narrative:
Analysis of the stylet found the stimulation stylet handle to be broken. This was a procedural non-conformance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# 0215058927, product type: lead; product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the stimulation stylet found that the handle was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the stylet was placed in the lead prior to implantation. The cause of the stylet breaking was not determined. There were no further complications reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0215058927. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported a curved stylet broke upon placing it within the lead. Factors that may have led or contributed to the issue remain nil. It was reported that it broke so they swapped it out for a new lead. Interventions included that it was swapped for a new lead. There was a report that no surgical intervention occurred or was planned and the issue was resolved at the time of the report. No further complications were reported/anticipated.